Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer.

Event description:
The customer reported that while in patient use the pressures, volumes were under the specification. The patient was removed from the ventilator and placed on another ventilator and there was no harm to the patient.